Event description:
The customer reported the subject device was not displaying an image. It was showing a green screen. There was no patient involvement.

Manufacturer narrative:
The olympus technical assistance center (tac) performed troubleshooting over the phone with the customer (biomedical engineer). The customer confirmed the subject device was connected correctly to the clv-190 (light source). The customer confirmed that there was a computer and a lenovo monitor connected to the subject device. Tac recommended the customer try using different scopes and rebooting the computer. The tac representative suspected the issue was somewhere between the cv-190 and the monitor. The customer was contacted again who then confirmed the reported issue was found to be caused by the computer and the monitor, not the cv-190. The issue was resolved on-site by the customer. Hence, the subject device will not be returned. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. Device not returned, issue resolved onsite.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to the computer and (lenovo) monitor, and not the subject device. Olympus will continue to monitor field performance for this device.